Event description:
During the implantation procedure for heartware lvad ((B)(4)) the patient reportedly suffered an ischemic cerebrovascular accident (icva). He was reported to be on heparin before and after the surgery. Signs and symptoms post implantation included double vision. A post-operative CT scan and neurological consultation were also completed, but the results were not provided. Most recently the patient is reported to have some clinical improvement and has actively been participating in physical and occupational therapy. The patient was discharged eleven days after the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
Hvad® pump remains implanted. Based on the review of all the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; neurological symptoms have multiple potential causes in the lvad patient population, including non brain injury related (e.g. Vasovagal reactions, low cardiac output, glycemic abnormalities). It is a known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. No additional information will be forthcoming. Device remains implanted.